Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had excessive volume flow while feeding. Additional information was received stating that the issue was discovered before patient use so there was no patient involvement. The rate/volume is unknown. No further details provided.